Event description:
It was reported that the device would not operate on battery power. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.